Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine generator change, the atrial lead exhibited a stress fracture.